Manufacturer narrative:
Continuation of d10: product ID: 3777-75, serial#: (B)(6), implanted: (B)(6) 2009, product type: lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the leads were in the wrong place to have an MRI. The leads did not move, and there was no error in placement during surgery.

Manufacturer narrative:
Continuation of d10: product ID 3777-75 lot# serial# (B)(6) implanted: (B)(6) 2009: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(6), ubd: 23-jul-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). The agent walked the patient through entering MRI mode, and the patient saw eligibility cannot be determined with a code of 02806000000. The agent consulted with tech services and reviewed cannot be determined MRI eligibility with patient. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. On 2025-apr-08: additional information was received from the patient. It was reported that the cause of the inability to determine MRI eligibility and error code was the patient's leads being in the wrong place. Patient services had the patient do a few things on the handset. The issue was resolved according to the patient. They reported the MRI was not awfully important, as they were having a problem with their memory and were afraid of dementia, so their doctor said they could send them for an MRI.